Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0231286. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that blood leaked from between the bd intima-ii¿ closed IV catheter system needle and needle handle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 18:00 on (b)6) 2021, the child was placed in the emergency room for observation due to "acute bronchopneumonia". The venous access was established, and after successful puncture, blood leakage at the junction between the needle and the needle handle was found, so the needle was immediately pulled out. After replacement, the patient was re-punctured, no harm was caused to the child."